Manufacturer narrative:
Device evaluation: the preloaded insertion system and intraocular lens (iol) were returned to manufacturing site for evaluation. Visual inspection showed the pcb00 preload device was not in the ready position, the leading haptic was detached and out of the cartridge tip. The lens'' optic and trailing haptic were adhered to the cartridge and were stuck in the cartridge. A manufacturing record review was performed. The units were released according to specification. The calculated occurrence rate is within the acceptable probability and no product malfunction is identified. In addition the directions for use (dfu) were reviewed. The dfu adequately provides the customer with information on precautions and proper device usage. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) lead haptic did not unfold properly. The lens touched the patient's eye. There was no injury to the patient and the doctor was able to complete the procedure with the use of another pcb00 of the same diopter.